Event description:
It was further reported the patient still had concerns with their device or therapy but they had not sought further help.

Event description:
It was reported the patient never had therapeutic effect. The patient was still shaking since having the implantable neurostimulator (ins) put in. The ins was on and the patient wanted to know how to change the stimulation. The patient noticed a difference when the stimulation was increased. The patient was at 2.1 volts and they turned up the stimulation to 2.3 volts. The patient was going to turn up the stimulation to see if it helped with the shaking. The patient was in the hospital in the middle of (B)(6) to get their device put in and was released (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3389s-40, lot# va07ll2v03, implanted: (B)(6) 2014, product type: lead. (B)(4).